Manufacturer narrative:
(B)(4). Concomitant medical products: unk taper lot#unk item#unk, unk head lot#unk item#unk, unk cup lot#unk item#unk. The reported event is confirmed. The review of the op notes confirmed that the patient underwent a total hip revision as well as implantation of cement spacers due to an infected tha with pseudotumor. The head could not be disimpacted from the stem so the stem was then removed on block. A trochanteric osteotomy was conducted. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biome will continue to monitor for trends. Multiple MDR reports were filed for this event. 0001825034-2017-01766, 0001825034-2017-02151.

Event description:
It was reported that during a revision procedure the head could not be removed from the stem. This resulted in removal of the stem. No additional patient consequences were reported.